Event description:
It was reported that, during a bha, there was a gap between a 52mm shell and a locking ring. Therefore, a surgeon decided to used 51mm but it was also same condition.

Manufacturer narrative:
Reported event an event regarding seating/locking issues involving a other hip head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection - visual inspection of attached images was performed and stated that - no damage or scratches can be observed on the device. Device looks like in new condition. Functional testing performed using part number 6260-5-126 lot code 35578002. Failure mode was not confirmed during functional testing as the locking ring was able to be fully seated with femoral head assembled into bipolar component. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of attached images was performed and stated that - no damage or scratches can be observed on the device. Device looks like in new condition. Functional testing performed using part number 6260-5-126 lot code 35578002. Failure mode was not confirmed during functional testing as the locking ring was able to be fully seated with femoral head assembled into bipolar component. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that, during a bha, there was a gap between a 52mm shell and a locking ring. Therefore, a surgeon decided to used 51mm but it was also same condition.